Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the angiojet became stuck on the wire. An angiojet® solent¿ omni catheter was selected for a venous thrombectomy procedure. The procedure was completed with this device. During removal, the angiojet became stuck on the non-bsc wire. Both the wire and catheter had to be removed. There were no patient complications reported and the patient was fine.